Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy with the current system. Surgical intervention will be undertaken at a later date to address the issue. The investigation did not determine which lead the issue was related to.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where two additional leads were added to the system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 8081978.